Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump had a blank display. Troubleshooting was performed and advised the customer to monitor the insulin pump for 02 hours after installing the new battery; however, the frozen screen display error reoccurred. The customer stated that the contacts on the battery cap were neither missing nor damaged and the spring was neither damaged nor corroded. It was advised to insert a new aa battery; however, the display was not returned after the pump restart. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.

Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, and active current test. Pump alarmed a pump error 63 during self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump alarmed a pump error 4 on the event date of 07/27/2023 at 13:05:02.000. Pump alarmed a pump error 63 (variable #: 3) during testing on 09/20/2023 at 14:07:09.000 due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found on the electronic assembly, motor, and force sensor. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Pump error 4 was confirmed in the history files and traces due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.